Event description:
Cutter checkpoint off narrowed down to the mics being bad. Surgical delay = 15 minutes. Case type / application: tka.

Manufacturer narrative:
An event regarding registration fails involving a mako mics was reported. The event was confirmed. Method & results product evaluation and results: the failure is confirmed as it is under the scope of nc: mics characterization process deviated from the qualified state. (The same can be referred from scope assessment for nc. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices, including serial number (B)(4), were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been 1 other similar events for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. A review of stryker's nc/CAPA database indicated that there have been a relevant nc & CAPA associated with the product and failure mode reported in this event.(registration fails).